Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and calcified brachial artery. The sterling 5.0 x 40mm balloon was advanced to the lesion and inflated to 10atm for 15 seconds. The balloon was inflated again to 10atm for 15 seconds and ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient's status is "good."

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)